Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the mid left anterior descending artery (mlad) with mild calcification and moderate tortuosity. The 3.50x15mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however failed to reach the lesion due to the anatomy. Resistance was noted during device removal. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another sds was used to complete the procedure. No additional information was provided.